Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported" pt had atv accident on (B)(6) 24 with subsequent MRI. Implant is ruptured" which is not device related. Healthcare professional later reported "low-attenuation fluid surrounding the implant". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported right side "patient had atv accident on 3/30/24 with subsequent MRI. Implant is ruptured" which is not device related. Healthcare professional later reported rupture. Healthcare professional additionally reported rupture with low- attenuation fluid surrounding the implant by trauma which is not device related. Healthcare professional later reported complete rupture with full loss of shell integrity by accident. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken radius side assessed as surgical damage. ¿ seroma-late: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a2, b5, d9, e1, h3, h6.